Manufacturer narrative:
This report is filed september 8, 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to a performance decrement. The patient was reimplanted with another cochlear device during the same surgery.